Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead .product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4)

Event description:
The consumer reported that a warning power on reset (por) message was on the patient programmer. The por was related to an overdischarge event; the patient hadn't had to use her device much lately and didn't charge it. The patient met with a manufacturer representative to jump start the device and after the patient jump started the device the implant was now fully charged. The indication for use was complex regional pain syndrome type two. No patient symptoms reported. Additional information received from the patient reported that a surgery was scheduled to address the por. The battery was going to be replaced on (B)(6) 2015.